Manufacturer narrative:
H.6. Investigation summary: a sample was not returned for evaluation. A review of the device history record could not be performed as a catalog number or lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see section h.10

Event description:
It was reported that unspecified bd¿ syringe had a safety mechanism failure. This occurred after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: patient stated prefilled syringe normally pops up after injection. Patient stated it did not pop up. Patient believes injection did not work.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe had a safety mechanism failure. This occurred after use but the date/time and or patient information is unknown. The following information was provided by the initial reporter: patient stated prefilled syringe normally pops up after injection. Patient stated it did not pop up. Patient believes injection did not work.